Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced urinary retention, subpubic pain (intolerable), uti enterococcus - amoxicillin prescribed. Urgency, burning, feeling bloated, pain in left arm, orange colored urine, urine cultures were obtained, uti fatigue, lethargic.. Bacteria, blood, leukocytes, urine cultures: klebsiella pneumoniae, enterococcus, stopped amoxicillin and bactrim prescribed. Positive urine cultures ¿ bactrim sensitive. Light burning with urination but improving, dark urine and strong odor. Hematuria, flank pain bilateral, sensitive to touch in abdomen under pubic bone, urinary retention. Cystitis with urinary retention. Enterococcus - nitrofurantoin (bactrim) and naproxen prescribed. Pain since surgical mesh placement, pain in vulva, groin pain, white vaginal discharge, frequent urinary leakage, a poking feeling on labia when she is moving, stress, anxiety and insomnia. Partial excision 4 cm excised of the surgical mesh, which was noted to be very deep, tension was not very tight, because of how deep the mesh was and surgeon did not think that the mesh would cause additional problems so they left in place. Pelvic pain, recurrent uti - celebrex and ativan prescribed. Pelvic ultrasound: reason pelvic pain post hysterectomy. Vaginal pain, dyspareunia, muscular groin pain, leg pain, foreign material in vagina, urethral scarring. Subsequently, removal of vaginal sling, removal of vulvar mesh with exploration of the obturator space, urethral lysis, vaginal paravaginal, dissection and mesh removal from the deep obturator and adductor muscles, anterior colporrhaphy under general anesthesia.